Manufacturer narrative:
Aware date on the parent record was wrong at the time of the initial medwatch submission.

Event description:
Healthcare professional reported left side "rupture, fibroadenomatosis, and heliomas." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side "rupture, fibroadenomatosis, and helomas." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code: f2203 - imaging required visual analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule-ndr.